Manufacturer narrative:
(B)(4). Review of pre-implant CT¿s and 3d film report confirmed that the patient had a 6.2cm max diameter aaa. The proximal neck diameter was 30mm, 3cm in length, and mildly angulated. The proximal neck, aaa wall, and 16mm diameter distal aorta were all extensively calcified. The iliac arteries were tortuous and extensively calcified. The rcia diameter ranged from 10 ¿ 11 mm along the 37mm length, and the lcia diameter ranged from 10 ¿ 11 mm along the 45mm length. The cause of the proximal type I endoleak seen during implant could not be determined from the pre-implant films provided. Assessment of the endoanchors also could not be performed. It could not be confirmed if the calcified proximal neck may have contributed.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 62 mm in diameter abdominal aortic aneurysm. It was reported that during the index procedure a type ia endoleak appeared on left side of the stent graft on final angiogram. A repeated ballooning was performed. The endoleak improved, however, a blush remained. Aptus endoanchors were implanted, one on the right, and three on the left. A completion angiogram documented no apparent type ia endoleak. The physician stated that the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.